Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she had a new sensor that she has had two weeks. The sensor reading goes so low that it triggers the threshold suspend feature on the insulin pump. Readings will be 100 points difference. Customer's current blood glucose was 60 mg/dl and sensor reading was 67 mg/dl. Troubleshooting was performed and customer was advised how to properly calibrated the sensor. Currently sensor was working as designed. Customer is not returning the sensor for further analysis.